Manufacturer narrative:
Other applicable components are: product ID: 8780, serial (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot# (B)(4), ubd: 09-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving morphine (1 mcg/ml at 500 mcg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient had a fall and developed a hematoma. The fall happened after the pump was implanted. Two weeks prior to (B)(6) 2018, the patient came into the healthcare provider (hcp) and had the hematoma drained and the pump was noted as not working properly. A culture was done of the hematoma fluid and came back negative for infection. The patient came back on (B)(6) 2018 with the hematoma to be drained again and the pump was flipped upside down and the catheter was bunched up with an anchor that gave way. The catheter and pump were completely removed by the hcp on (B)(6) 2018 in order for the patient to heal. The hcp would be reevaluating the patient in the future to see if they would get a new pump and catheter. There were no further complications reported at this time. Additional information was received from a manufacturer representative. It was reported that the initial reporter of the event was the hcp. It was not thought that the device/therapy caused, contributed to, or exacerbated the patient's fall. There were no further complications reported at this time.